Event description:
On (B)(6) 2010, right pleurx catheter was inserted. On (B)(6) 2010, the one way valve on the catheter was removed for use and connection to a pleuravac waterseal drainage system. On (B)(6) 2010, pleurx catheter was removed for discharge; new one way valve could not be replaced on catheter for use at home. On (B)(6) 2010, new pleurx catheter reinserted for use at home.